Event description:
Attorney reported: in 2004 -the patient underwent a bilateral inguinal femoral hernia repair procedure with implant of two kugel mesh patches. One from lot # 43jnd485 and one from lot # 43knd178. Patient continued to experience abdominal pain and extensive swelling throughout her body, face and neck. In 2006 -the patient underwent exploratory abdominal surgery with explant of one or both mesh patches.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See medwatch 1213643-2008-414 for information related to the other mesh implanted in 2004.